Event description:
Independent repair center: customer alleged control panel broken and the key failure is the control panel is broken. Associated malfunctions for this device: pilot valve is leaking.